Manufacturer narrative:
The stent remains in the patient. The lot number was provided. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint.

Event description:
Device malfunction: none. Symptoms/ae: death. Time of symptoms/ae: post the procedure. It was reported that 6 days post an uneventful left internal carotid artery stenting procedure, the patient expired. No device malfunctions or neurological issues occurred. Post procedure, the patient's hemoglobin and hematocrit (h&h) dropped and he received 1 unit of packed red blood cells. The source of the drop in h&h was not reported. Additionally, the patient was in atrial fibrillation post-procedure that was thought to be due to an electrolyte imbalance (potassium) and no treatment was reported. The patient had a history of atrial fibrillation, but was non-compliant with treatment. The patient signed out against medical advice (ama) 5 days post procedure. The following day the patient expired at home reportedly from cardiopulmonary arrest, secondary to atherosclerotic disease. Although requested, there is no additional information available. Study event